Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Interrogation revealed this device and implantable defibrillation lead had exhibited high out of range shock impedance measurements. Non-invasive programmed stimulation (nips) was performed. A 21 joule shock was successfully delivered with a shock impedance measurement of 80 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will be enrolled in remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.